Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. The initial accu tni result was 0.56ng/ml. The result was not reported out of the lab. The original sample was re-tested for accu tni; the result was 0.34ng/ml. The original sample was then tested twice on a different instrument in the customer's lab and accu tni results of 0.09ng/ml and 0.07ng/ml were obtained. On the same day, 2 hours after the initial draw, a fresh sample was collected from the patient and tested for accu tni; the result was 0.23ng/ml. The customer re-tested the second sample for accu tni on the unicel dxl 800 access instrument and the repeated accu tni result was 0.14ng/ml. The second sample was also tested on the other instrument and the accu tni results were: 0.04ng/ml and 0.05ng/ml. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: per customer, qc was within their specifications prior to and after the event. System check performed on 07/14/06, after the event, passed within specifications. The specimens were collected in bd, lithium heparin tubes and centrifuged at 3,500 rpm for 10 minutes. No other results or assays were in question at the time of this event. A field service engineer (fse) was dispatched to the customer's lab on 07/14/06. The fse conducted diagnostic and precision testing; the results were within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.